Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted on (B)(6) 2023. On the same day, the patient experienced an unspecified sensor issue after insertion during sensor warm up. At the time of the event hypoglycemia symptoms included dizziness, sweating and the patient felt ¿crummy¿, so his brother called emergency medical service. The blood glucose (bg) finger stick value by paramedics was 30 mg/dl. By the time he arrived at the emergency room he was asleep, and his memory of event details was poor. He was admitted for treatment of hypoglycemia. During the hospital stay between (B)(6) 2023 and (B)(6) 2023 he received unspecified treatment to stabilize his bg level and for other unrelated pre-existing medical conditions. His routine insulin medications were also adjusted. The day he returned home from the hospital he reported the event, requested sensor replacements and was tired. In a follow up call on (B)(6) 2023 he felt better, and his condition had improved. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.